Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that controller had a "strong electrical smell". It was also reported that the controller was uncovered at the time of the event. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller was not returned for analysis. The reported event could not be confirmed since the unit in question was not available for analysis. Applicable risk documentation and experience with events of similar circumstances were considered; events involving a controller overheating may be attributed, but not limited to, environmental factors and/or to a controller malfunction. If information is provided in the future, a supplemental report will be issued.